Event description:
A 24 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant were not reported and there was a questionable type 2 endoleak present at the end of the procedure. The patient was required to have a follow-up CT scan for further evaluation. An examination of the aneurysm performed a few days later showed the stent graft was intact. The one month follow-up showed there was no endoleak present. Another exam performed approximately 4 months later showed the stent graft was in good position and there was no aneursymal dilatation. A CT of the abdomen performed 10 months after implant demostrated there was a large type 1 endoleak with slight inferior migration of the stent graft. There was aneurysmal dilatation at the infrarenal neck and the stent graft remained patent. The patient was scheduled for repair of the aneurysm with another manufacturer's cuff; however, the procedure was postponed. No additional clinical sequelae were reported.

Manufacturer narrative:
Evaluation codes, results: patient's condition affected effectiveness of device (dilated aortic neck), inherent risk of procedure (endoleak, migration). Evaluation codes, conclusion: device failure/lack of effectiveness related to patient condition (dilated aortic neck). Patient code: other (required secondary intervention).